Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime-compromised force sensor system test, excessive no delivery test, and the displacement test. The unit was received with no traces of moisture at the keypad, electronic assemblies, or the motor assemblies per visual inspection. The unit was received with minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report the insulin pump was exposed to moisture and high blood glucose levels between 400 and 500 mg/dl. The customer stated that they work in a high-humidity environment. The customer reported fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan.